Event description:
It was reported that pump screen became frozen and did not respond to customer input, preventing interaction with touchscreen even though screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to perform pump reset, chose to reset pump, and was able to interact with pump screen after reset; no additional issues were reported.